Event description:
Device malfunction: dislodged stent. Time of device malfunction: during stenting procedure. Symptoms/ae: medical intervention to retrieve stent. It was reported that during the procedure in the right coronary artery, the 3.0x15 xience v stent would not cross. The physician attempted to pull the device back into the guide catheter several times. During the attempts, the stent dislodged. The stent was retrieved using a snare device. There were no reported adverse pt sequelae. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood in the guide wire lumen, on the distal shaft, balloon and stent implant, which is consistent with use inside the body. The inability to cross a lesion can be affected by numerous factors and is typically not associated with a product quality deficiency. Although the anatomical condition was not reported, the failure to advance is not generally associated with a product quality deficiency and is likely related to the operational context of the procedure. It was confirmed that the stent implant was dislodged from the balloon. However, there were crimp marks visible on the tightly folded balloon and between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors. To ensure this is not the result of a product deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. The mfg records were reviewed for this lot and there were no non-conformances that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all mfg criteria including stent placement, crimped stent outer diameter and stent dislodgement force. It is likely that during the attempt to pull the device into the guiding catheter, the stent dislodged, as it was reported. The entire length of the stent implanted was mangled and stretched, which is consistent with removal of the dislodged stent implant inside the body via a snare device. There was a kink in the bayonet portion of the hypotube proximal to the guide wire exit notch. There was no mention of this damage in the incident report and likely occurred as a result from handling of the product during packaging/shipment back to abbott vascular for evaluation. This damage does not appear to be related to the reported failure to cross and stent dislodgement. In this case, the failure to cross, stent implant dislodgement, kinks, and stent damage appear to be related to operational context, however, a definitive cause of the difficulty to remove the sds from the guiding catheter cannot be determined.